Event description:
The customer's mother reported that the customer had high blood glucose. The blood glucose reading was 282 mg/dl. The patient treated with a bolus delivery. Prior to the event, the customer felt sleepy and hungry. The patient was advised to consult with a health care provider and to carefully monitor the blood glucose levels. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.